Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was depleted for a couple of weeks. It was already tried multiple times to recharger the ins using the physician recharge mode. However, it was not possible to start a recharge session after trying the physician recharger mode approximately 10 times. It was already tried once to disable and enable the controller to the ins using the technician mode. However, it was advised to try the disabling/enabling with the technician mode multiple times as it might not work the first time. The patient had a revision surgery the day before to place the ins parallel to the skin in the pocket. It might be possible that the wound was still fresh and some wound fluid was present in the pocket. Additional information was received reporting the patient was not able to recharge their ins and that was what led to the revision surgery. The cause of revision surgery was that the whole system, ins and lead, moved. The patient fell and that was probably the reason. The patient could not remember when they fell. During the revision surgery the lead was also replaced. The cause of the recharging issues was the antenna was not working well; the antenna was changed and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. G2: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.